Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included kidney enlargement, dyspnea, anemia, libido decreased, vaginal itching, bloating and uterine enlargement. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2014, the patient experienced genital haemorrhage ("abnormal bleeding (general)"). On (B)(6) 2015, the patient was found to have hormone level abnormal ("hormonal changes"), 2 years 1 month after insertion of essure. On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2015, the patient experienced blood disorder ("blood/heart disorder") and cardiac disorder ("blood/heart disorder"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding),"), fatigue ("other injuries/symptoms: fatigue") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have weight increased ("other injuries/symptoms: weight gain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dyspareunia, abdominal pain, back pain, vaginal haemorrhage and genital haemorrhage outcome was unknown and the menorrhagia, blood disorder, cardiac disorder, fatigue, hormone level abnormal and weight increased had resolved. The reporter considered abdominal pain, back pain, blood disorder, cardiac disorder, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hormone level abnormal, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2012, (B)(6) 2012. Received treatment for: dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic/abdominal, back, menorrhagia (heavy menstrual bleeding), blood/heart disorder, fatigue, hormonal changes, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure confirmation test(s) conducted, specify: result: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, pelvic pain, hormonal changes, cardiac disorder, dysmenorrhea, menorrhagia, anxiety, depression. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding),"), blood disorder ("blood/heart disorder"), cardiac disorder ("blood/heart disorder") and fatigue ("other injuries/symptoms: fatigue") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("other injuries/symptoms: weight gain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dyspareunia, abdominal pain and back pain outcome was unknown and the menorrhagia, blood disorder, cardiac disorder, fatigue, hormone level abnormal and weight increased had resolved. The reporter considered abdominal pain, back pain, blood disorder, cardiac disorder, dysmenorrhoea, dyspareunia, fatigue, hormone level abnormal, menorrhagia, pelvic pain and weight increased to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2012, (B)(6) 2012 received treatment for: dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic/abdominal, back, menorrhagia (heavy menstrual bleeding), blood/heart disorder, fatigue, hormonal changes, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2013: essure confirmation test(s) conducted, specify: result: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. On (B)(6) 2019: pfs received. Event injury was updated and new events: dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic/abdominal, back pain, menorrhagia (heavy menstrual bleeding), blood/heart disorder, other injuries/symptoms: fatigue, hormonal changes, weight gain were added. New reporter, plaintiffs information and lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included kidney enlargement, dyspnea, anemia, libido decreased, vaginal itching, bloating and uterine enlargement. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2014, the patient experienced genital haemorrhage ("abnormal bleeding (general)"). On (B)(6) 2015, the patient was found to have hormone level abnormal ("hormonal changes"), 2 years 1 month after insertion of essure. On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2015, the patient experienced blood disorder ("blood/heart disorder") and cardiac disorder ("blood/heart disorder"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding),"), fatigue ("other injuries/symptoms: fatigue") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have weight increased ("other injuries/symptoms: weight gain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dyspareunia, abdominal pain, back pain, vaginal haemorrhage and genital haemorrhage outcome was unknown and the menorrhagia, blood disorder, cardiac disorder, fatigue, hormone level abnormal and weight increased had resolved. The reporter considered abdominal pain, back pain, blood disorder, cardiac disorder, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hormone level abnormal, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2012, (B)(6) 2012 received treatment for: dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic/abdominal, back, menorrhagia (heavy menstrual bleeding), blood/heart disorder, fatigue, hormonal changes, weight gain diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure confirmation test(s) conducted, specify: result: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, pelvic pain, hormonal changes, cardiac disorder, dysmenorrhea, menorrhagia, anxiety, depression. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received- new event abnormal bleeding(vaginal) and abnormal bleeding(general) were added. Reporter information and medical history were added. Incident based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.